Manufacturer narrative:
A partial lead with the distal portion measuring 46.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient presented in the clinic after receiving an over current detection alert. Upon interrogation, the right ventricular lead exhibited out-of-range low impedance, unsuccessful shock and possible lead damage, no intervention had been performed, and the patient would continue to be monitored.

Manufacturer narrative:
This supplemental report is to correct the previous supplemental report to include adverse event, required intervention to prevent permanent impairment/damage (devices), explant information, explant date, available for evaluation and return date, serious injury.

Event description:
New information received on (B)(6) 2018 indicated that the patient presented for a lead revision procedure on (B)(6) 2017. The lead was explanted and replaced. No further information was available.

Manufacturer narrative:
The previously reported event date was incorrect; the correct event date is (B)(6) 2017.